Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Prior to an unrelated procedure, decreased sensing was noted on the right ventricular (rv) lead. The issue was resolved during an unrelated procedure by capping and replacing the rv lead. The patient was in stable condition.